Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, complication in site preparation, sinus perforation, increased sensitivity, mobility.